Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon testing in the emergency department, the threshold had increased slightly, and amplitude was increased. The patient experienced ventricular fibrillation (vf) arrest with no cause determined. The patient also received 13 external shocks from the ambulance service and passed away later that same evening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. It was noted that there was possible loss of right ventricular (rv) capture on the current electrogram, and intermittent under sensing at times. The rv lead remains in use. No further patient complications have been reported as a result of this event.